Event description:
It was reported that a device was used during a burch. The device fired staples that would not close. Another device was used to complete the case. There was no consequence to the pt.